Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump was damage. Customer blood glucose level was 130 mg/dl. Customer also stated that the battery compartment was cracked and water got into battery compartment. The device will be returned for analysis.